Event description:
Clinical review/rationale: updated. An impella cp was placed via the femoral artery to support the 52-year-old male patient admitted with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was on extra-corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and mechanical ventilation for respiratory support prior to the use of the impella. Underlying medical history and comorbidities were not shared. The patient experienced urine color change to pink on the day of implant, and the team observed the pump to be positioned deep; therefore, it was repositioned. On day 6 of support, the team notified the field representative that dialysis had been initiated due to decreased urine output, and plans were being made to transition to comfort care with withdrawal of life-sustaining measures. Additional information received states that care was withdrawn, and the patient subsequently expired. The pump repositioning will be conservatively reported; however, there was no evidence to suggest that the repositioning contributed to the patient¿s clinical deterioration. The patient¿s outcome is consistent with the severity of the presenting cardiogenic shock and overall critical condition.

Manufacturer narrative:
A5: ethnicity is unknown. Date of death the exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Hematuria/renal failure: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details. Additional information has been provided in d1 (brand name). Additional information (codes) has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).